Event description:
Md, while removing the disk material, the tip of the instrument broke off in the disc space and surgeon unable to retrieve the broken tip during surgery. Pt brought back to surgery the following day for instrument tip to be removed.